Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the device batteries were corroded from being left in the device too long. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.